Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition; customer reported was admitted in the hospital (B)(6) 2016; customer blood glucose tested upon arrival and obtained results of 620mg/dl; customer treated with IV fluids (2 bags) and injected insulin; customer discarded after 5 hours; customer provided with a nurse aid after the hospital to administer customer medication regularly. Customer expressed that feel better at the call time.

Event description:
Customer complains of hi. Customer states that feel tired, thirsty and is experiencing frequent urination. Customer advised to seek medical attention. Customer admitted in the hospital on (B)(6) 2016 as the results of the symptoms. Verified the test strips expire 7/31/2018.